Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with his pacemaker in backup vvi operation. The patient was brought into the clinic for further evaluation and a device restoration was performed successfully.